Event description:
It was reported that a (B)(6) year-old white american indian female patient who underwent a primary breast augmentation with mentor memorygel breast implant 450cc gel breast prostheses developed capsular contracture in both of her breasts post implantation (baker grade iii in left breast, baker grade ii in right breast). Additionally, the patient developed burning sensations in both of her breasts posts implantation. As a result, the patient underwent bilateral explantation and replacement with non-mentor breast prostheses on (B)(6) 2021. Rupture of the patient¿s right breast prosthesis was discovered during explant surgery. The removed breast prostheses were discarded following surgery. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture, burning sensations. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04-feb-2022, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).